Event description:
It was reported that the lead placed right next to your sacrum and the patient got sciatica constantly, and it started immediately since the first implant in 2012. It was later reported that a patient had sciatica since her implantable neurostimulator (ins) was implanted on (B)(6) 2013 and all three inss had caused sciatica. Additional information received reported that it was unknown if the cause of the event was device related. He patient recovered without permanent impairment and their last visit was on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot # va0nnbg, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3093-28, lot # va050vh, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient was having serious pain in her hip, back, leg, and groin in (B)(6) 2014. She wanted to "just die" from the day-to-day pain.

Event description:
It was later reported that a patient had sciatica since her implantable neurostimulator (ins) was implanted and all three inss had caused sciatica. Her ins that was just implanted caused sciatica in both legs. The cause of the event was not determined. Reprogramming was not needed and no troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. It was unknown how the patient was doing. An appointment was scheduled for (B)(6) 2014. Additional information reports that the device was explanted on (B)(6) 2014. It was reported that the cause of the explant was failed right side complete and replanted left side complete. The patient recovered without permanent impairment.